Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after several inappropriate high voltage shocks were delivered by the right ventricular lead caused by noise. The patient admitted to being exposed to electromagnetic interference. However, while in the emergency room the patient received inappropriate therapy despite being in normal sinus rhythm. The lead was subsequently explanted and replaced. There were no post-surgical complications reported.

Manufacturer narrative:
The reported events of noise and inappropriate shock were confirmed by analysis. Final analysis found that as received, a partial lead (distal end) was returned in one piece measuring 51.9cm. X-ray examination found a possible inner coil fracture at the distal region of the lead. Scanning electron microscopy imaging was performed and confirmed that all filars of the inner coil were fractured. The cause of the reported events was isolated to the inner coil fracture. During analysis, a failure event was observed which was unrelated to the reported events. Final analysis found an external insulation abrasion breaching right ventricle cable lumen at 43.0cm to 43.2cm from the distal tip. The etfe cable coating was not abraded in this location. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
The lead was not replaced during the explant procedure.